Manufacturer narrative:
. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Electrical and connection issues were noted to the subject device. Reportedly during a f/u performed on (B)(6) 2013 the ventricular impedance was above 3 kohms, pacing and sensing failure were observed (even in unipolar). According to (B)(4) memory, ventricular lead impedance increased suddenly. In addition, noise was recorded in some of the stored episodes. Lead breakage was not identified on x-ray photo. A re-intervention was performed accordingly. Before the procedure the device was interrogated again: ventricular lead impedance was still above 3 kohms, and ventricular sensing and pacing failure were confirmed. When the pacemaker was extracted from the pocket, the ventricular lead came out of the port by pull test before unscrewing the set-screw. Each lead was measured by an analyzer and normal impedances were obtained. The leads were reconnected to the subject pacemaker, however, the same issues were observed (high impedance, sensing and pacing failure). A new pacemaker was implanted, which was connected to the existing leads, however, impedances above 3 kohms were noted to each channel.